Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transaortic tavr procedure with a 29mm sapien 3 valve, the team tried to cross the native annulus with a certitude delivery system several times but was unable to cross due to a heavily calcified annulus. It was decided to remove the device. However, they were unable to retrieve the delivery system with the valve through the certitude sheath. It was decided to attempt to cross native annulus once more, and they were able to cross with increased force. At this point, the valve was noted to have moved back and was off-center from the balloon markers. The team decided to deploy anyway. While under rapid pacing, the partially expanded valve slipped back on the certitude delivery system balloon. The team tried to re-cross forward with the balloon to fully expand the valve, but they were unable to, and the valve embolized into the aorta. The patient was under rapid pacing with low cardiac output. Once the patient was stabilized, the embolized valve was implanted in abdominal aorta via femoral access. A second 29mm sapien 3 valve was prepped and successfully implanted via transaortic approach in native annulus without further complications. The patient recovered well. Per report, the perceived root cause of the event was due to the valve being off-center from the balloon markers due to resistance while crossing the heavily calcified native annulus.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty to cross the native annulus and/or bioprosthesis, difficulty to withdraw system with valve through sheath and thv moves on balloon were unable to be confirmed due to unavailability of the returned device and/or applicable procedural imagery. As reported, 'during procedure, it was tried several times to cross native annulus with certitude delivery system but it was not possible. It was also not possible to retrieve the certitude ds with the valve through sheath. It was decided to cross native annulus once more and, in spite of increased force, it was able to cross it. However, it was observed that the valve moved back and was off center from the balloon markers, but it was decided to implant the valve. Under rapid pacing, the valve was partially expanded when the certitude ds balloon slipped back and was unable to fully expand the valve. Although it was tried to re cross forward with the balloon to fully expand the valve, this was not possible. Finally, the valve embolized to aorta. As per medical opinion, the root cause of valve embolization was due to valve was off center from the balloon markers after the resistance crossing the heavily calcified aortic valve. Per training manual, 'the access site on the aorta should be free of excessive calcification and at a location that will allow sufficient sheath depth and prober balloon deployment'. It is possible that the delivery system and/or crimped valve interacted or caught on the calcium nodules presented in the native valve during crossing, resulting in the reported event. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. In this case, the presence of calcification can create a sub optimal withdrawal angle. Therefore, it is possible that the calcification contributed to non coaxial alignment between the delivery system and the sheath tip, resulting in the reported inability to retrieve the delivery system into sheath. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. As high push force was used to advance the delivery system through native calcified annulus, it is possible that the valve interacted with calcium nodules and moved off the working length of the inflation balloon during insertion. Perform valve deployment under such condition could lead to improper valve deployment and result in the valve aortic embolization, as the reported event. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.